Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process

Event description:
It was reported that during a rectosigmoidectomy procedure, there was a malfunction of the stapler. During the procedure, the surgeon, after closing the stapler, it crashed and did not fire correctly. Thus, after the withdrawal of the stapler, it was verified that the staples were opened, not completing the correct stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.